Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard was failed.the customer reported that there was a delay in dispensing medication to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard was not working properly. A field service engineer reseated the usb cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.